Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 82 year old male presented after approximately five days of chest pain and was diagnosed with myocardial infarction complicated by cardiogenic shock. The patient required emergent coronary intervention and hemodynamic support, including inotropes, vasopressors, and respiratory support. The patient underwent left heart catheterization with percutaneous transluminal coronary angioplasty to the left anterior descending artery. During the initial intervention without mechanical circulatory support, the patient experienced cardiac arrest, requiring cardiopulmonary resuscitation with return of spontaneous circulation. Additional coronary angioplasty and thrombectomy were performed with minimal angiographic improvement. Due to ongoing instability, an impella cp device was placed for mechanical circulatory support, along with placement of a temporary pacemaker and swan ganz catheter. Post procedure, the patient remained critically ill in the cardiovascular intensive care unit with ventricular arrhythmias requiring defibrillation. Antibiotic therapy was initiated after the patient developed a fever. Serial echocardiography confirmed appropriate impella positioning (approximately 3.4¿3.7 cm within the left ventricle), and the access site remained clean, dry, and intact. The patient subsequently developed narrow pulse pressures, prompting return to the catheterization laboratory. Coronary angiography demonstrated contrast extravasation at the left antreior descending coronary, suspected to be related to prior coronary intervention. Management included prolonged balloon inflation, pericardiocentesis, and placement of a covered stent. Back on the intensive care unit, the patient acutely decompensated, required cardiopulmonary resuscitation and continued to experience recurrent deterioration. Given the patient¿s severe clinical condition and poor prognosis, the treating physician discussed goals of care with the family. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella. The patient subsequently expired in the cvicu. The reported events included coronary artery extravasation/perforation leading to a pericardial effusion requiring pericardiocentesis, cardiac arrest, and death, occurring in the setting of complex coronary intervention, prolonged ischemia, and advanced cardiogenic shock in an elderly patient. No impella cp device malfunction, structural failure, or performance issue was identified. Echocardiographic evaluations confirmed appropriate device positioning, and the access site remained uncompromised throughout support. Death and infection are conservatively associated with impella cp use. However, based on the available clinical information, these events are unlikely to be caused by the device and are most consistent with the severity of the underlying disease and procedural complications in the setting of refractory cardiogenic shock. The impella cp functioned as intended to provide hemodynamic support during this period, with no device malfunction or performance issue identified.

Manufacturer narrative:
D1 brand name was updated. Ppae (infection/cardiac arrest/pericardial effusion): the root cause of the injury was not determined due to insufficient clinical details.